Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. A receiver charge and booting test was performed and passed. A run receiver functional test was performed and passed. A manual functional try it test for vibrator mode was performed and passed. The receiver case was opened for visual inspection and the inspection passed. The vibrator resistance was measured and the resistance was within specification. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.